Manufacturer narrative:
Sections with additional information as of 02-feb-2023: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: syringe lot np21140 (4) were returned for evaluation - received a cut off piece carton from lot np20329 with details for kgr 0.5cc 31g and four syringes inside its original plastic bag, lot np21140 for 29g syringe. Returned product was forwarded to supplier quality and internal evaluation was performed by the manufacturer. Per manufacturer investigation report, returned sample np21140 was worked on june 18, 2021. Therefore, it cannot be mixed. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.

Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Note: manufacturer contacted pharmacy in a follow-up call on 27-dec-2022 to ensure that the initial concern was resolved - pharmacy stated they would be sending the product back; it was not disclosed if the initial issue was resolved.

Event description:
Consumer reported complaint for labeling issue with the trueplus single-use insulin syringes. Pharmacist is calling on behalf of the customer. Pharmacist stated that customer returned a box of syringes due to the incorrect syringes being in the box: pharmacist stated that the box reads 1/2" cc 31-gauge syringes, however what was in the box was the 1/2 cc 29-gauge syringes. Pharmacy stated that box was sealed and intact when they received it and when it was dispensed to the customer. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.